Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading ¿apply sample¿ and he was unable to test. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) from the patient¿s daughter. The csr was advised by the patient that the alleged issue began on an unspecified time approximately 3 months prior to contacting lfs. The patient stated that he manages his diabetes with pills, diet and exercise and continued his normal dose of metformin despite being unable to test. Approximately 1 week after the alleged issue began, the patient reported diabetic symptoms of increased urination and lightheadedness and was reportedly treated in ER with intravenous fluids to flush excess sugar. He also alleged that his metformin dosage increased to 3 tablets a day, after receiving a reading of 23mmol/l on the hospital meter. It was also reported that the patient had previously suffered a heart attack which may have contributed to a high blood glucose reading. At the time of troubleshooting, the csr determined that the patient did not have testing supplies to carry out a retest. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2014), the patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/14/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.